Event description:
A report was received that the patient is unable to fully charge their implant. Bsn representative analyzed patient's database and confirmed premature battery depletion began following a previous lead revision. It was recommended that the patient undergo an ipg replacement, but the patient declined and will continue using the device as is.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and is reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient is unable to fully charge their implant. Bsn representative analyzed patient's database and confirmed premature battery depletion began following a previous lead revision. It was recommended that the patient undergo an ipg replacement but the patient declined and will continue using the device as is.